Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation was turning off. Additional info has been requested, a f/u report will be sent if additional info becomes available.